Event description:
Device 3 of 3: reference MFR. Report: 1627487-2019-00455; reference MFR. Report: 1627487-2019-00456. Follow-up information provided the patient had ipg replacement on (B)(6) 2018. Effective therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3; reference MFR. Report: 1627487-2019-00455, reference MFR. Report: 1627487-2019-00456. It was reported the patient stopped using the scs system approximately over two years ago due to the system being ineffective. As a result, the ipg was replaced due to being becoming inoperable (also see related MFR. Report#: 1627487-2019-00452). Also, high impedance was detected on the leads. The leads were changed into different ports on the header and a multi-lead trialing cable was used, but still revealed the same high impedance. The patient was not consented for a lead revision so the procedure continued as an ipg replacement only.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2019-00455. Reference MFR. Report: 1627487-2019-00456.